Event description:
It was reported that the patient presented in clinic and the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise could not be reproduced with pocket manipulation. No intervention or patient symptoms were reported. On (B)(6) 2015, the noise episodes continued. The patient would be monitored.

Manufacturer narrative:
(B)(4).